Event description:
It was reported that the balloon of this artificial urinary sphincter had fluid leak possibly. The balloon was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the balloon was microscopically examined and tested for leak. The balloon was identified to have holes and leak due to a tear from fatigue at the balloon/adapter junction. Product analysis confirmed the reported allegation of balloon fluid leak. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the ballon of this artificial urinary sphincter had fluid leak possibly. The balloon was removed was replaced. No patient complications were reported.

Manufacturer narrative:
Correction to field c2/d10: concomitant product/therapy date has been removed as the correct original implant date is unknown.

Event description:
It was reported that the ballon of this artificial urinary sphincter had fluid leak possibly. The balloon was removed was replaced. No patient complications were reported.